Manufacturer narrative:
The customer later confirmed the scope was not cleaned, disinfected, and sterilized before returning the device for evaluation. The customer did not clean, disinfect, or sterilize the device before sending back to olympus. In addition, it is unknown when the foreign material adhered to the scope. Additionally, it was reported to be no delay in the start of pre-cleaning, and the suction function was used by pushing the suction valve to the first and second position. The device was returned to olympus for evaluation and the customers¿ allegation of leak at the suction channel was confirmed. The following additional findings include: water tightness lost due to pinhole on channel tube, bending in the up direction does not meet standard value due to wear of angle wire, adhesive on the bending suction cover was detached, chip, crack and discoloration of the adhesive on bending section cover, forceps are not able to be inserted smoothly due to channel tube, assorted scratches, corrosion on the ultrasonic transducer, dent on the connecting tube, and acoustic lens was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a component deposited from inside the device. Olympus will continue to monitor the field performance for this device.

Event description:
A customer reported to olympus a leak at the suction channel. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign matter was found in the balloon channel. This report is being submitted for the reportable malfunction found during the device evaluation.